Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (S-ICD) system exhibited high out of range system impedance measurements. Technical Services (TS) was consulted and discussed stored data, with an electrode fracture suspected based on available data. Ts recommended further in clinic examination. This device remains in service. No adverse patient effects were reported.